Manufacturer narrative:
Updated fields: h4, h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the gap between the acoustic lens and the ultrasonic probe could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿warnings and cautions: do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. To prevent unnecessary patient exposure to ultrasound radiation, follow the ¿as-low-as-reasonably achievable¿ (alara) principle when using ultrasound equipment. Freeze the image whenever you are not actively viewing the ¿live¿ ultrasound image. When the equipment is in the freeze mode, no ultrasound energy is emitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the customer issue could not be confirmed. No leakage on the distal end can be confirmed. However, inspection noted, due to a cut on a-rubber, water tightness is lost. Due to a pinhole on a-rubber, water tightness is lost. In addition, inspection found switch (sw fpc) has corrosion due to water leakage. Sheet holder unit has corrosion due to water leakage. Electrical connector (el-connector) has corrosion due to water leakage. Furthermore, evaluation found, the forceps elevator (fe) has a gap due to peeling of the adhesive. Deformation of fe lever, up/down knob cannot be locked securely. Adhesive on a-rubber is detached. Additionally, the following defects were identified during device inspection: switch 1 (sw1) damaged. Has a cut. S-cover has a crack. S-cover plate is detached. S-body has a crack. Suction cylinder (s-cylinder) is deformed. Due to wear of angle wire, bending angle in down direction does not meet the standard value. Due to deterioration of braid of bending tube, tightness of the braid has become uneven. Ch-tube has a scratch. Ultrasonic probe is loose. Universal cord has buckling. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "distal leakage". No harm was reported. No patient harm, no user injury reported . Device evaluation found there is a gap between acoustic lens and ultrasound probe . This report is being submitted due to the finding of a gap between acoustic lens and ultrasound probe identified during device return evaluation .